Event description:
It was reported that patient's implantable pulse generator (ipg) was no longer functioning. The patient also needed to have an MRI, and the decision was made to explant the ipg due to non-functionality and to upgrade to a new ipg that is MRI compatible. The patient was doing well post operatively. The explanted device will not be returned.

Manufacturer narrative:
Correction to the initial MDR in block b3, b5, and h6. Block b3: exact date unknown, event occurred approximately three weeks ago from date manufacturer was made aware.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three weeks ago from date manufacturer was made aware.

Event description:
It was reported that patient experience unrelated stimulation and the implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.